Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that svc coil impedance on the right ventricular lead had been out of range for a long time. The device was noted to be replaced due to normal elective replacement indicator. The physician noted that the set screw was loose. The lead tested normally through the analyzer and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.